Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling or ramping during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she bought new batteries and replaced the battery, but the up arrow button is stuck when she tries to enter the hour. Customer's blood glucose was 269 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.